Manufacturer narrative:
The field service engineer determined there was a faulty valve at the gear pump. The valve was replaced. The gear pump pressure and rinse levels were adjusted. The analyzer was confirmed to be running back within specifications.the investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with li lithium on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a lithium value of 1.32 mmol/l. The sample was then repeated twice, resulting with values of 0.54 mmol/l and 0.56 mmol/l. The lithium reagent lot number and expiration date were requested, but not provided.